Event description:
A covidien kidney shape balloon disassembled while inside patient during laparoscopic surgery. The balloon and sheath separated from the shaft of the device. Both were removed intact. No patient was harmed.